Manufacturer narrative:
Additional concomitant medical products: (B)(4) tissue valve, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) tripped to elective replacement indicator (eri) prematurely. The caller was walked through reprogramming the device back to previous values. The device remains in use. No patient complications have been reported as a result of this event.